Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The serial numbers of the devices were updated. The implant date was noted as (B)(6) 2018. The patient weight was unknown. The event date was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, explanted: (B)(6) 2018, product type: extension. Product ID: neu_unknown_ext, explanted: (B)(6) 2018, product type: extension. The main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient is having their implantable neurostimulator (ins) and both extensions removed due to infection. No further complications are anticipated.